Event description:
Following a cerebral angiogram with aneurysm coiling, a 6f angio-seal was placed in the right femoral artery of an obese pt. Pre-procedure 5000 units of heparin were administered and post-procedure 900 units per hour were administered. Fairly brisk oozing was noted from the tissue tract around the angio-seal tamper tube, and manual pressure was applied proximally to the arteriotomy puncture site for 20 minutes. Approx five hours post-deployment, a large hematoma was reported. The surgeon stated that poor post-case management by the staff may have contributed to the development of the hematoma. The pt was scheduled for surgical intervention and during this procedure, the femoral artery was lacerated requiring suturing to repair. The surgeon stated that an 8f device should have been used instead of a 6f device. The angio-seal device was not implicated as the cause of surgery.